Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling tired. The patient cardiologist took an electrocardiogram (ECG) and it showed "low pulses between 35-40bpm". The doctor told them "the tracings were highly irregular and indeterminable". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.